Event description:
A report was received that the patient underwent a pocket revision as the ipg was flipped in the pocket making it difficult for the patient to charge her ipg. The physician elected to explant the ipg as the patient was not charged prior to the revision. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.